Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following information was obtained from the customer: the device was decontaminated. The device was manually cleaned with a neutral detergent. The device was disinfected with high level - aperlan a+b. The device was not sterilized. The reprocessing equipment used was getinge ed-flow. The equipment did not fail during a clinical procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the blue foreign matter could not be identified. A definitive root cause for the event could not be determined. The event can be detected/prevented by following the section of the instructions for use: - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. - gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
Company representative, on half of the customer, reported to olympus the air/water port on the evis lucera elite colonovideoscope was deformed. The issue was observed during reprocessing and the procedure was completed with the same device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, blue plastic type material was found inside the air/water nozzle, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The air/water housing was damaged, and the distal end adhesive had an uneven edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.